Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the power cord came loose from the user supplied extension cable. It was suggested to replace the extension with a locking mechanism to prevent recurrence. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 rebooted during a procedure causing a delay. There was no adverse patient involvement reported. There was no patient information reported.